Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate defibrillation therapy due to oversensed lead noise on the right ventricular lead. Defibrillation therapy was programmed off. The lead was capped and replaced on (B)(6) 2019. No further information was available.